Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information from the patient alleging that the patient has eye irritation skin irritation respiratory tract irritation dizziness and/or headache asthma (new or worsening) inflammatory response lung disease. Medical intervention was not specified. No additional information can be requested at this time. The manufacturer was made aware of this complaint through a representative of the customer. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed.

Manufacturer narrative:
The manufacturer received information from uno legal litigation in reference to a repaired rep dream station auto bipap with an allegation of eye irritation, skin irritation, respiratory tract irritation, dizziness, headache, asthma (new or worsening), inflammatory response, lung disease. Medical intervention was not specified. The manufacturer was made aware of this complaint through a representative of the customer. The device was returned to the manufacturer service center for further evaluation. During the evaluation of the device at the manufacturer service center, the device was visually inspected and found no evidence of foam degradation. The device powered on and airflow was confirmed. The device's downloaded logs were reviewed by the manufacturer service center. There was four error code found. The manufacturer service center concludes that there was no visible foam degradation and unit passed final test. In box d: product brand name, model number, catalog item identifier, product UDI, device serviced by 3rdp?, device available for eval?, date returned to mfg has been updated. In box h: device evaluated by mfg?, evaluation method code grid, evaluation results code grid, conclusion code grid has been updated. In box e: box e: initial reporter details has been updated. In box g: report source - other has been updated.